Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was noted in the shaft of the sheath. The air was aspirated, following the correct workflow and recommendations. An infusomat with a 60ml/hr flow rate was used. As this flow rate seemed too low, the flow rate was increased to 100ml/hour. Despite this, there was an increased presence of air in the sheath, which was particularly noticeable when the sheath was pulled back into the right atrium at the end of the procedure. The farawave catheter was still in the sheath at this point. The air was then removed by aspiration. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.